Event description:
It was reported there was a shocking and stinging sensation at the stimulator pocket and in the patient's cheek. The patient was still receiving therapy benefit though. There was no known accident or incident related to the event. Impedances were measured and the results were between 2000-3000 ohms, but the exact numbers were not known. The device was reprogrammed around the problem using other electrodes to the patient's satisfaction.